Manufacturer narrative:
Conclusion: according to currently available information, damage to the active electrode likely caused by minute device mobility is likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet. This is a combined initial and final report.

Event description:
A decline in hearing performance with the device was observed. The recipient has been re-implanted.

Event description:
A decline in hearing performance with the device was observed. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.